Event description:
Customer reported the insulin pump alarmed button error and then it cleared but customer was afraid it might happen again. Customer's blood glucose was 299 mg/dl. Customer reported the device was dropped a few times and it was exposed to sweat, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.